Manufacturer narrative:
The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The controls are run once a day, and have to pass to use the meter. The controls are discarded after three months. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant glucose result with accu-chek inform ii meter serial number (B)(4) when compared to a laboratory result. At 2:50 a.m. A venous blood sample was collected. From the collected blood sample, the meter result was hi at 2:59 a.m. And the laboratory result was 270 mg/dl at 3:27 a.m. At 3:11 a.m. The meter result was 271 mg/dl. The patient was treated based on the 270mg/dl laboratory result. The 270 mg/dl and 271 mg/dl results were believed to be correct. The patient was on insulin drip, via IV pump, which was paused several minutes to drawing the blood, in addition to using the opposite arm as his IV due to the insulin drip.